Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump continued to receive no delivery alarms after trying all remedies. Caller reported that this is the second call with the same complain. Caller declined troubleshooting and requested insulin pump to be replaced. The insulin pump will not be returned for analysis. Insulin pump is expected to return for failure analysis.